Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time vevo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with it stuck on motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Occlusion and excessive no delivery tests were not performed due to motor error alarm. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported the insulin pump alarmed motor error. Alarm was explained and cleared. The device was not exposed to high magnetic field. Customer had changed out infusion set and reservoir. Insulin was not expired or cloudy. Tubing could sometimes be filled manually. The device alarmed seven times in the past month. Customer's blood glucose was 280 mg/dl. No further information reported.